Manufacturer narrative:
The reported condition was confirmed via radiographic image. The removed implant was returned without the delivery device. Visual inspection of the returned implant found no abnormalities. Based on the evaluation findings, we could not determine the exact cause of the difficulty reported.

Event description:
At approximately three months post-operatively, the surgeon performed a surgical procedure to remove an implant that had migrated.